Manufacturer narrative:
Block b3: exact date unknown, event occurred in year 2022 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had implant pain. The patient underwent an implantable pulse generator (ipg) revision procedure. No further information could be obtained.